Manufacturer narrative:
The sensor was tested in-house, however, the testing results did not indicate any malfunction of the sensor. A review of the transmitter alert history showed that the sensor replacement alert was first asserted to the customer on (B)(6) 2023. Upon review of the in vivo sensor data, on (B)(6) 2023, there were four consecutive suspicious calibrations which led to a sensor suspend phase, where the system blinds the sensor readings to the user for 6 hours while it recalibrates the glucose calculation algorithm and re-starts in initialization phase. On (B)(6) 2023, there were another four consecutive suspicious calibrations. Since these series of consecutive suspicious calibrations occurred twice within 14 days and after the 21 days from insertion, the sensor replacement alert was triggered by the system per design and the transmitter firmware is designed to trigger a sensor replacement alert if the transmitter enters a dropout phase for a second time within 14 days and 21 days after sensor insertion date. Review of the user's calibration history suggested that the calibration was not performed by the user properly, pushing the system to experience two consecutive dropout phases, which eventually led to the trigger of the sensor replacement alert. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.